Event description:
It was reported that the patient underwent a minimally invasive spinal surgical procedure. It was reported that the break off set screw would not fully tighten to the point of breaking off. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.